Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the customer to recover the drawer 3.2 row b cubies and storage space tested on hardware test application by customer issue was resolved. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyx-6wp, the drawer failed; reboot and recovery attempts were performed, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.